Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.

Event description:
Icp monitor shows ?-99? When using the icp express cable. Cable is purchased november 2013. Happened at the (B)(4) department. The information I got so far is that it regards the situation of "x-ray examination in bed, in the ICU." In that situation ,they use some kind of madras to move the patient and put the x-ray disc underneath the patient. When they remove the disk they create esd, and the codman microsensor, and in this cases the icp express cable, is destroyed/put out of order (show "-99" in the display).